Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) experienced an electrical reset and sensing episodes indicated invalid data. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.